Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 120 mg/dl. Customer reported he was holding son in the pool area and water was splashing around. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.